Event description:
It was reported that the patient experienced recurrent hypoglycemia, including a documented glucose value of 47 mg/dl, after meals despite discontinuing meal announcements due to perceived high boluses. Symptoms included shakiness. Outcomes included self-treatment with oral glucose. Investigation included a review of available information and assignment for medical professional follow-up. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that a definitive device-related cause could not be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.